Manufacturer narrative:
(B)(4). D1: brand name : articular surface fixed bearing constrained condylar knee (cck) left 10 mm height use with tibia sizes e, f / revision femur sizes 7, 7+, 9, 9+ with l the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that hair was observed in the package of a prk cck bearing. Attempts have been made and no further information has been provided.